Event description:
Customer alleges unexpected low results with the meter on one pt. Results as follows: dates: (B)(6) 2011, inratio results: 2.8. (B)(6) 2011, 1.3, 1.8, 1.7. Testing was minutes apart. Therapeutic range 2.5 - 3.0.

Manufacturer narrative:
Investigation pending.